Event description:
Under real-time ultrasound guidance, six passes were made with an 18-gauge biopince core biopsy needle, 2cm throw, with the use of a 17-gauge introducer needle. The initial three passes did not yield any core specimen with buckling of two biopsy needle tips. With the 3rd biopsy needle, three passes were obtained which were intact.